Event description:
It was reported that the patient experienced mental status changes and hallucinations following a fall on (B)(6) 2015. The patient fell and went to the hospital and had a CT of his head which was negative. On (B)(6) it was reported the patient had mental status changes and was admitted to the hospital. No pain was reported and hallucinations were reported as a withdrawal symptom. The patient had labs done including bun and ¿crt¿ and both were negative/no anomalies noted. The patient has been in the hospital ever since (B)(6) and they were continuing to troubleshoot the patient¿s medical symptoms which have not been confirmed to be pump therapy related. On (B)(6) 2015 it was further reported that the pump was read which showed no motor stalls or other related events and no alarms. The local pain group who was contracted with that hospital was contacted, but that physician did not want to do a cap study. The pump was used to deliver hydromorphone, clonidine, and bupivacaine. No patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that per the managing hcp there was no event related to the patient¿s pump. The pump was and has been functioning as it should and the patient never had any issue with withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n179043020, implanted: (B)(6) 2008, product type: catheter. Product ID: 8 590-1, lot# n144182, implanted: (B)(6) 2008, product type: accessory. (B)(4).